Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer performed the fill tubing step and resumed insulin delivery address the issue. There was no adverse impact to customer¿s blood glucose level.